Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 527 mg/dl and customer declined troubleshooting for the same. The customer also reported that, the tubing comes out of the quick release. The device will not be returned for analysis.